Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by nausea and vomiting and the patient was hospitalized for the event. The cause of peritonitis was the patient did not wear a mask also described as break in aseptic technique. The patient was treated with vancomycin intraperitoneally (ip) (dose and frequency not reported) for peritonitis. The patient was retrained in aseptic technique and was discharged from the hospital. The patient was recovering from the peritonitis event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the break in aseptic technique and peritonitis was unknown, however, the patient experience peritonitis in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.